Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they experienced a low blood glucose of 34 mg/dl at the time of the incident. The customer treated with glucagon. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported their blood glucose went from 120 mg/dl to 30-40 mg/dl within 30 minutes. The customer reached out to their healthcare professional. Troubleshooting was declined as the customer feels the low's occurred when they were using aprida, and have since switched to humalog insulin. The insulin pump will not be returned for analysis.